Manufacturer narrative:
Block b3: exact date unknown, event occurred one to two weeks prior to the explant of the device. Investigation results the devices were not returned for analysis; therefore, a technical analysis could not be performed. The patient underwent a spinal cord stimulator (scs) system explant procedure and there were no reported complications postoperatively. The explanted device components were discarded by the medical facility. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient developed an infection at the midline lead site and was administered with antibiotics. The patient underwent a spinal cord stimulator (scs) system explant procedure and there were no reported complications postoperatively. The explanted device components were discarded by the medical facility.

Event description:
It was reported that the patient developed an infection at the midline lead site and was administered with antibiotics. The patient underwent a spinal cord stimulator (scs) system explant procedure and there were no reported complications postoperatively. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred one to two weeks prior to the explant of the device. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7085525, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1216, serial number: (B)(6), batch/lot number: 779485, model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4319, batch/lot number: 35612851, model/catalog description: clik x MRI anchor, unique identifier (UDI) #: (B)(4).